Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, the right ventricular lead helix would not extend during repositioning. The helix seemed to "break" during implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.